Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
The reported complaint that the lcd screen of the autopulse platform (sn (B)(6) was intermittently showing digital blocks rather than characters was not confirmed during functional testing and visual inspection. During testing, no device malfunction was found, and the autopulse platform functioned appropriately and as intended. Upon visual inspection, the top cover was observed cracked. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristics of user mishandling such as a drop. A review of the autopulse platform archive was performed, and no significant discrepancies were noted. The autopulse platform passed the initial functional testing without fault or error. The lcd was clear and showed readable characters with the lcd backlight working. The autopulse platform was power cycled multiple times, and no problem was noted. No evidence of corrosion was found at the solder joint upon internal inspection of the lcd board, pca board, and cable connector connections, and the connector was firmly attached to the processor board. The autopulse platform was further subjected to a run-in test using the large resuscitation test fixture (lrtf), and the platform passed the testing without fault or error. Waiting on the customer's approval for service repair.

Event description:
During the shift check, the lcd screen of the autopulse platform (sn (B)(6), was intermittently showing digital blocks rather than characters. Sometimes, the display returns to normal after the battery has been removed and reinserted. No patient involvement.